Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-23105. It was reported the pt has experienced a loss in stimulation since (B)(6) 2013. It was also reported the pt needs midline anterior stimulation. However, she only feels stimulation left lateral or right lateral, and in her low back and legs. The pt received an injection on (B)(6) 2014. The physician reports the leads were in good placement and no lead migration was reported. Follow-up info revealed the pt underwent surgical intervention on (B)(6) 2014 and the pt's leads were explanted and replaced. The pt reports effective stimulation coverage postoperative.